Event description:
The pt reportedly was experiencing intermittencies. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.